Manufacturer narrative:
(B)(4). This system includes external fixation components and implantable bone screws. Concomitant medical products: 15230, xs mac correction module, 603970, 02555, xs 4mm allen wrench, 7981904. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02133.

Event description:
It was reported that the body of the external fixator failed catastrophically with the loss of a hinge pin allowing gross movement. The patient experienced decreased range of motion, joint stiffness, and pain when walking. Patient underwent a procedure to revise the external fixator under general anesthesia. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the body of the external fixator failed catastrophically with the loss of a hinge pin allowing gross movement.. The patient experienced increased range of motion, joint stiffness, and pain when walking. Patient underwent a procedure to revise the external fixator under general anesthesia. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.